Manufacturer narrative:
It was reported that the top line on controller lcd faded out. One controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed at the bench level during failure analysis. The controller's liquid crystal display (lcd) was not functioning as expected; pixels were missing horizontally at the top of the display. The lcd display module was replaced with a known working one and the results revealed that the controller was able to display all pixels correctly. The controller lcd display failure was most likely caused by a faulty lcd display module. The manufacturer has opened an investigation with the supplier to evaluate the defective lcd displays.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation. The instructions for use (IFU) and sources and the controller to prevent damage to either the power source connections or the controller power ports. Per the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device coordinator that the patient presented to clinic with top line on controller lcd faded out. It was stated that there was no effect on patient and the controller was exchanged. No additional information available.